Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical service engineer (tse) due to an m-36 error on the integrated electrical surgical unit (iesu). The customer rebooted the iesu with no change. Tse then had the customer reseat the energy cord at the iesu, which also produced no change. The customer noted that the instrument cables were not installed, and the customer was unable to reseat the energy cords at that time. The associated log indicated an m-36 generator error to check the instrument cable connection between the instrument and the generator, with activation prevented and the energy port locked by the system. The procedure was completing as planned with no reported injury.